Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event involving the da vinci 8mm monopolar curved scissors (mcs) instrument. The RMA was cancelled. Isi did not receive the instrument involved with this complaint to perform failure analysis.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument had cauterization markings that could not be removed. There was no report of patient involvement.